Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted.

Event description:
It was reported the patients system never provided effective therapy. Surgical intervention may take place to explant the system.